Event description:
A malfunction alarm related to altitude was reported, and the customer's blood glucose remained stable with no adverse impacts. Customer service advised cleaning the speaker holes and reconnecting the pump's cartridge, which allowed insulin delivery to resume successfully. The pump then returned to normal operation, and customer service provided guidance on preventing future altitude alarms, which the customer accepted.